Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated foreign material on the set screw which was loose/detached, rounded and damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted cardiac resynchronization therapy defibrillator (crt-d) exhibited a setscrew problem as the right ventricular (rv) lead could not be secured in the rv port. Non-capture was also observed during setscrew manipulation. The device was disconnected and a different crt-d was implanted with no issues. No patient complications have been reported as a result of this event.